Event description:
Customer called to report that clear fluid was leaking below the laser of the coulter lh750 hematology analyzer, and that the instrument was not generating differential results. Customer could not locate the source of the leak. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated. The operator was wearing gloves, a laboratory coat, and eye glasses at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) inspected the instrument and found that the tubing had come off the bottom of the flowcell. The fse replaced the sample line from fitting ft17 to the flowcell, ran startup twice, latron, precision twice and controls. All recovered within specifications and the tubing remained secure. The repair was verified per established procedures, and the results met published performance specifications. The root cause of the leak is the sample line coming off the bottom of the flowcell.

Manufacturer narrative:
(B)(4).